Manufacturer narrative:
A visual inspection found the isolation beak broke off at the distal tip. The broken portion of the isolation beak was not returned for investigation. There was no evidence of physical damage at the distal tip on the sheath. The most likely cause for this type of the beak damage can attributed to impact damage and extremely force during use causing the beak to break off. The instruction manual warns users: " impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end."

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip of the device broke off. It is unknown if any device fragment fell into the patient. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone but with no result.